Manufacturer narrative:
Product code: dqx. Rpn: (B)(4) character limit). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the bentson straight heparin coated fixed core wire guide was kinked approximately 5 cm from the tip upon opening the package, and it was also found that the mandril wire was protruding from the coil. The wire did not make patient contact, and the procedure was completed with another device. There were no injuries or additional procedures reported.